Event description:
A home therapy registered nurse educator (htrne) reported that a patient was diagnosed with unilateral inguinal hernias. The htrne reported it is unknown if the patient¿s unilateral inguinal hernias were present prior to beginning pd for renal replacement therapy (rrt). However, the nephrologist has not altered the patient¿s peritoneal dialysis (pd) prescription due to the hernia¿s presence, nor has a surgical repair been scheduled to date. The htrne cannot remember when the hernia/s were diagnosed, but they are being monitored. The htrne reported the patient¿s liberty select cycler is functioning as intended, however she cannot state the patient¿s unilateral inguinal hernia has not changed since beginning ccpd therapy. The cycler is not available to be returned for manufacturer investigation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of a unilateral inguinal hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible role in the creation and/or exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A home therapy registered nurse educator (htrne) reported that a patient was diagnosed with unilateral inguinal hernias. The htrne reported it is unknown if the patient¿s unilateral inguinal hernias were present prior to beginning pd for renal replacement therapy (rrt). However, the nephrologist has not altered the patient¿s peritoneal dialysis (pd) prescription due to the hernia¿s presence, nor has a surgical repair been scheduled to date. The htrne cannot remember when the hernia/s were diagnosed, but they are being monitored. The htrne reported the patient¿s liberty select cycler is functioning as intended, however she cannot state the patient¿s unilateral inguinal hernia has not changed since beginning ccpd therapy. The cycler is not available to be returned for manufacturer investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.